Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 5, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised by cts to use a backup insulin pump temporarily, and a new replacement pump was sent after confirming warranty and shipping details. Instructions for storage mode and return were provided, and the caller acknowledged and understood the steps for receiving and returning the pump.